Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. (B)(4).

Event description:
It was reported that the care giver (cg) noticed a metal strip inside the minicap packaging. The strip was 2 by 3 cm in width. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This report is 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number m13g11a with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The reported issue was confirmed because the visual inspection found a metallic strip inside the packaging of the minicap. Based on investigation performed by the manufacturing area, it was determined that the metallic strip came from the blanking process of the foil pouches. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.